Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder was noted. Dog bites were seen on the dose knob. Dose detent, detent insert, button washer and injection button broken off, exposed electronic assembly. Inpen received with leadscrew 1/4 of the travel. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. Inpen failed to pair to commercial app, however, inpen did transmit to manufacturing app. Unable to retrieve first and last bond dates and initial and last battery percentages due to no data shown in looker studio. Inpen passed front cap investigation. Inpen received physically damaged due to dog chew. Therefore, the customer concern of inpen being physical damage is confirmed. Inpen received with no physical damage to cartridge holder. The cartridge holder locks properly. Therefore, the customer concern of cartridge holder being damaged could not be confirmed. Found a missing injection button, broken dose detent adhesive bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged inpen has been chewed by dog and it is inoperative especially dose knob-screw-cartridge holder was damaged. The customer reported no adverse event. The event involved product mmt-105nnblw1. Troubleshooting was partially performed. No harm requiring medical interventions were reported. The product mmt-105nnblw1 will not be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.